Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and after mapping with the pentaray, the pentaray was removed from the body and they did the pulmonary vein isolation (pvi) ablation. Prior to going back in with the pentaray to check the pvi, when the staff tried to flush the pentaray, it was not flushing and appeared occluded. It was noted that there was no clot on the tip. The pentaray was replaced, and the procedure continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31222919l, and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and after mapping with the pentaray, the pentaray was removed from the body and they did the pulmonary vein isolation (pvi) ablation. Prior to going back in with the pentaray to check the pvi, when the staff tried to flush the pentaray, it was not flushing and appeared occluded. It was noted that there was no clot on the tip. The pentaray was replaced, and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).